Event description:
Device malfunction: none, time of malfunction: during vessel closure. Symptoms/ae: oozing, hematoma. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after an unspecified procedure. Reportedly, after uneventful clip deployment, the closure site had brisk oozing and had developed a "small" superficial hematoma. Manual compression was applied to resolve the oozing and to express the hematoma. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.